Event description:
I have been using the abbott freestyle libre cgm for several months now. Recently the adhesive formula seems to have changed and I was left with a chemical burn after using my 8th sensor. It is so widespread that there is now a (B)(6) group with over 6,000 members devoted to the issue and more are joining every day. Chemical burns. This is not just one person developing an allergy. As noted above, more than 6000 belong to the (B)(6) group with more joining every day. Abbott simply advises contacting your doctor and discontinuing the use. FDA safety report ID # (B)(4).